Event description:
The user facility in (B)(6) reported the vitrectomy cutter would not cut at 5000 cpm upon initial activation. The cutter began to cut when the speed was reduced to 3000 cpm. The rate was the increased to 5000 cpm and the cutter continued to cut adequately. The procedure was completed with no impact or injury to the patient.

Manufacturer narrative:
The sterilization and lot history records have been reviewed and found to be acceptable.